Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the q1 transistor on the bedside board was shorted. The cause of the resets is the shorted q1 transistor. The root cause of the shorted q1 cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.